Event description:
It was reported that, during an ukr surgery, the drill stopped working. The handpiece was swapped out. Surgery was delayed, but it is unknown for how long. The patient was not harmed. The results of investigation confirm that the handpiece snaplock nut is broken, which is a reportable malfunction.

Manufacturer narrative:
The device, used in treatment, was returned for investigation. A device history record review found no conditions which could contribute to the reported event and the device met all manufacturing specifications prior to being released for distribution. A complaint history review found similar reports and this issue will continue to be monitored. The navio handpiece was returned for further evaluation and the initial visual/functional inspection was performed, which confirmed the relationship between the device and reported event. The snap lock nut was broken. When the snap lock nut is broken, the handpiece snap lock cannot be moved to the appropriate position and will not be able to move the drill within the handpiece. The malfunction is likely due to mechanical component failure and a correction action has been opened for this issue.